Event description:
Anterior chest - mostly first degree burn areas of erythema and few areas of second degree (blisters). Warm blanket placed on pt's upper body during surgery. Erythema and blistering noted in recovery room at 1500. Applied approx 2 hrs 45 min on high for 1st 15 mins, then on medium setting.